Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the admit discharge transfer athena electronic medical record traffic was not crossing. A technical support specialist (tss) reviewed the server status and confirmed there was no downtime, then verified the affected patient and found no associated orders. The tss attempted to retrieve data through order queries but received no results and confirmed that system connectivity appeared active. The tss checked messaging and system event records, identified service-related errors, and continued monitoring until no further errors were observed. The tss validated that the station was properly synchronized with the server and confirmed that system communication and data updates were functioning without visible delays. The tss contacted the customer for verification, and upon confirmation that the issue persisted, performed further validation of server status and message processing, which showed no recent successful message transfers. The tss coordinated escalation and confirmed that while system services were active and correctly configured, no incoming traffic from the external electronic medical record interface was reaching the system. The tss determined that the issue was likely caused by network-level blocking or filtering preventing communication and advised engaging the information technology or network team to investigate connectivity restrictions between systems. Tss remoted into the production cce this morning and able to see the adt and orders started crossing again from athena. Messaging appears up to date at this point. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ es server system admit discharge transfer athena electronic medical record traffic was not crossing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.